Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was storing nonsustained ventricular oversensing episodes due to far-p oversensing. The oversensing was intermittent and caused inhibition of bi-v pacing. The patient was not symptomatic or dependent. The oversensed events appeared to be pacs. Programming changes were made. The patient will be monitored at the next follow-up.